Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No technical root cause could be determined, based on the information provided. Contributing factors for reported issue could be attributed to a poor diagnostic image, use of a non optimized formula during planning, or incorrect patient data entry. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a case of a toric intraocular lens explanted, and indicated a diagnostic calculation error created an unexpected refractive out-come. Upon additional follow up, the reporter was unwilling to provide any additional information.